Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported, the patient suffered a fall recently and is no longer receiving effective stimulation. The patient is also receiving unwanted stimulation in his chest causing discomfort. Lead diagnostics showed invalid contacts. X-rays have been ordered. The patient is working with his physician to determine the next course of action.